Manufacturer narrative:
Evaluation summary: a service visit has been performed and the investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that, during surgery, while using the phacoemulsifier, the posterior capsule was inexplicably broken for three patients. This pt was the third of twelve patients being operated that day. Additional info had been requested but not received to date. This is one of three medical device reports.